Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a caesarean section procedure on (B)(6) 2017 and suture was used. The suture was easily detached from the needle during use on the dermis. There were no adverse consequences to the patient.